Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in bluescreen. A technical support specialist (tss) applied knowledge article "station boots to blue screen/app does not auto-launch and deployed the package". After rebooting the station, the issue was resolved. Tss confirmed that the station was up and running as expected. No further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was stuck on a blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.